Event description:
The customer reported the device is intermittently not powering on and displays a red x. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.